Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h4: the device was manufactured from june 25, 2019 - june 27, 2019. H10: the actual device was received for evaluation. Visual inspection on the unit via the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged cap. The blue winged luer cap was hand tightened and a functional leak test was performed. Based on the analysis finding, the infusor device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) ¿had external drug leakage¿. This issue was detected at the dispensing room during treatment. When the issue was noted, the user replaced the product, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.